Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ileostomy procedure, the patient had an anastomotic leak, unanticipated tissue loss and was re-operated. In the second surgery, another manufacturer's device was used. The patient had another anastomotic leak and was re-operated for the third time. The patient is still in intensive care unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.